Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to p ulling/stretching/overstress. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breacheddue to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead had resistance when attempting to pull the lead out of the introducer to gain access. The lead was removed, and it was found that the insulation was falling apart and the conductor coil was becoming exposed. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.